Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer, image processor, hard drive, and brake handle were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was discovered during a pm that the 6800 system intermittently would not boot up. Also, the brake handle was found broken and the image intermittently flickered. No pt injury was reported.